Event description:
Rn reports upon entering patient's room it was noted there was IV fluid pooled on the floor under the patient's bed. Upon inspection it was noted the IV tubing came apart at the joint closest to the patient's buff cap. No blood had backed up into the tubing. IV was flushed without problems. It has been determined that the majority of these devices we have recently reported have all been breaking at the same connector. This is a custom IV tubing set manufactured exclusively for our facility. Will be looking at switching out remaining product with devices containing a new lot number.